Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to corrosion on the charged coupled device. In addition, video connector leak/crack and head cover unit discoloration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display a b30 error. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to h3, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the failure of the charge-coupled device (ccd) has been confirmed. Therefore, it was determined that the video function did not operate normally due to a failure of the ccd, and the phenomenon ¿b30/scope communication error¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿precautions against frozen or lost endoscopic images: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿. Olympus will continue to monitor field performance for this device.